Event description:
In feb 2004, kinetikos medical, inc. Was informed of the explant of a subtalar m.b.a. Foot implant from a patient six months following its original implant date to address pain. No device defects were reported. The post-operative prognosis was good. The device had performed its intended function correcting the patient's anatomy.